Event description:
It was reported that labelling issue occurred. The target lesion was located in the left circumflex artery (lcx). A 20 x 3.50mm promus premier drug-eluting stent was selected for use. However, while treating proximal to mid lcx, physician wanted to deploy 20mm but as per physician the size was 24mm and it was longer than what was specified in device packaging. The procedure was cancelled/rescheduled. There were no patient complications reported.